Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient alleged that they had scarred skin associated with the skin reaction and an upcoming healthcare personnel (hcp) appointment. Although, multiple attempts were made to follow up with the reporter, no additional information could be obtained. This is being reported for the allegation of scarred skin that was present over three months.